Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 558057) was returned for evaluation. The returned driver was examined under magnification. Torsional and oblique fracture patterns were identified. A torsional fracture pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to the hexalobe tip. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 539523) it was reported "the surgeon performed ulnar plate surgery, but the tip of the screwdriver broke off. The surgeon was able to remove the screwdriver tip. Information on the screw used when the screwdriver broke was not available." The surgery was completed with no delays. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00690 for the screw involved in this event.